Event description:
Dealer states has not seen chair. However, the joystick wiring seems to be the issue. Dealer says he called the user and says the user says he can wiggle the joystick cable and then the chair works. (P/n 1127291,1127293)

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. The malfunction has not been confirmed.